Event description:
It was reported that this right ventricular lead was surgically abandoned due to unknown product performance anomaly. A new brady lead with a different model was placed in the left bundle branch placement. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the describe event or problem field (b3) in section b.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new rv lead with a different model was placed in the left bundle branch placement. No additional adverse patient effects were reported. Additional information received which indicated that this rv lead was abandoned due to upgrade on the left bundle branch pacemaker. No adverse patient effects were reported.